Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma-late" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and granuloma.

Event description:
Patient reported left side " small volume left implant pericapsular fluid" and "anxiety and panic attack", chest pain, "pulmonary granuloma", positive d-dimer and asymmetry. The device has been explanted.